Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. Vyaire medical was unable to confirm the issue as the issue was only activated once but not visible on last few startups. Vyaire medical performed an inspiration block/valve test and service log. All work performed in accordance with bellavista 1000e service manual revision on 2021-09. An extended systems test (est) was performed and performance check, all passed. The unit is operational and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista1000 us is having an alarm 401 "inspiration valve or device leaky" on start-up. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.